Manufacturer narrative:
Analysis was able to confirm that the programmer screen was flickering, the arrow on the screen flickered when trying to select. The touchscreen was reseated and calibrated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to service and subsequently tested out of specification during manufacturer¿s analysis there was no patient involvement.